Event description:
Pt reported receiving a blood glucose result of 464 mg/dl, while using the suspect device. Pt phoned emergency medical services, and upon their arrival, pt's blood glucose measured 90 mg/dl (using paramedics' blood glucose monitor). No treatment was received. Pt indicated that controls had been run, on the suspect device, and had tested in range. A request was made for the return of the suspect device and replacement product was shipped.